Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, and observed no metal piece at the back of the battery cap. The customer reported hyperglycemia which involves no treatment. The customer reported blood glucose value of 600 mg/dl. The event involved product(s) mmt-398a, mmt-332a, mmt-1880. Troubleshooting was partially performed for display flashing/white/blank/frozen/partial as customer declined to continue the troubleshooting. Troubleshooting was not performed for high blood glucose (bgs)/under delivery. It was unknown insulin pump on auto mode or not at the time of incident. It was unknown whether the customer using insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-398a. No product return is required for mmt-332a. It was unknown whether the customer would continue the use of the pump. No product return is required for mmt-1880.

Manufacturer narrative:
The pump was received without a battery cap. Installed a test battery cap and continued testing. The pump passed the self test, sleep current measurement, and active current measurement. Successfully downloaded the trace and history files using thump. The pump was monitored, and no blank display noted. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment, missing serial number label, faded end cap address label, and pillowing keypad overlay. Unable to verify battery cap damage due to the pump being received without a battery cap. Battery cap damage is unknown due to the pump being received without a battery cap. The complaint of blank display is not confirmed. Moisture damage was found during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.